Event description:
Journal article: international journal of surgery case report - meniscal bearing dislocation following minimally invasive oxford medial unicompartmental knee arthroplasty treated with simple open reduction by ludwig andre pontoha, ismail hadisoebroto dilogo, franky hartonoc, sholahuddin rhatomy, jessica fioline. It was reported that three months following a initial left knee surgery, the patient tripped over and fell on her left knee. Radiograph examination was taken of the left knee showing lateral dislocation of meniscal bearing with an intact implant and it was decided to proceed for open reduction of the dislocated bearing.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported product number has been received along with the associated products: associated products: medical product: oxford uni twin-peg femoral xs, catalog#: 166940, lot#: j6474216. Medical product: oxf uni tib tray sz c lm PMA, catalog#:154722, lot#: 6577389. Medical product: refobacin bone cement r 1x40-3, catalog#:3003940001-3, lot#: 833dae0801. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Journal article: international journal of surgery case report - meniscal bearing dislocation following minimally invasive oxford medial unicompartmental knee arthroplasty treated with simple open reduction by ludwig andre pontoha, ismail hadisoebroto dilogo, franky hartonoc, sholahuddin rhatomy, jessica fioline. It was reported that three months following a initial left knee surgery, the patient tripped over and fell on her left knee. Radiograph examination was taken of the left knee showing lateral dislocation of meniscal bearing with an intact implant and it was decided to proceed for open reduction of the dislocated bearing.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: biomet UK ltd have attempted to contact the journal article author, however, limited information is received. The product has not been returned to biomet UK ltd for evaluation, therefore, a thorough investigation has not been possible. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 2 complaints reported with the item 159790 (including initiating complaint). The journal article believes mobile bearing dislocation is one of the most common complications in mobile-bearing muka. Besides the prevention of technical errors, usage of uka with a frequency of 10¿15 per year is recommended to increase a surgeon¿s learning curve. Reported event was unable to be confirmed due to limited information received from the customer. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : remains implanted.

Manufacturer narrative:
(B)(4). Initial. Report source, foreign - event occurred in (B)(6). Customer has confirmed that the product remains implanted therefore it will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Devices remain implanted.

Event description:
Journal article: international journal of surgery case report - meniscal bearing dislocation following minimally invasive oxford medial unicompartmental knee arthroplasty treated with simple open reduction by ludwig andre pontoha, ismail hadisoebroto dilogo, franky hartonoc, sholahuddin rhatomy, jessica fioline. It was reported that three months following a initial left knee surgery, the patient tripped over and fell on her left knee. Radiograph examination was taken of the left knee showing lateral dislocation of meniscal bearing with an intact implant and it was decided to proceed for open reduction of the dislocated bearing. Attempts have been made and no further information has been provided at this time.